Manufacturer narrative:
Other text: h6 codes updated. Device evaluation: one device was returned for investigation in used conditions. Visual inspection confirmed the customer complaint of the inner cannula being cracked. The inner cannula wall thickness was then measured and met all specifications which ruled out thin inner walls as the cause of the crack. The most probable root cause of the crack is due to excessive force used while cleaning or reprocessing of the device. No lot number was provided, no device history review done.

Event description:
It was reported that a crack occurred while cleaning the inner tube. The customer reported that this was the first time that such an event has happened. Adverse patient effects are unknown.

Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.